Manufacturer narrative:
Product analysis: the epg failed output amplitude tests, intermittently. The issue was attributed to a faulty interconnect flex. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department from loan and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.